Event description:
Report received from the (B)(6) stating the device was "heating up." The device was not being used in surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
Ref: (B)(4).

Manufacturer narrative:
The device was received by anspach. The customer's complaint of heat was not confirmed. This unit was tested and met all operational specifications. If additional information is received, a supplemental report will be sent.